Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing high blood glucose, which resulted in hospitalization. Her blood glucose was 335mg/dl at the time of reporting and 511mg/dl at time of hospitalization. No equipment was returned. No additional information was reported.